Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet device at work, resulting in a cracked screen that rendered the device nonfunctional; a replacement was initiated and shipped, and the patient uses a dexcom g7. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use on phone or receiver while awaiting the replacement device. Investigation included troubleshooting and education with guidance to sync data to the mobile app, shut down the device before return, and complete start-up on the replacement. Investigation of this case revealed screen damage consistent with accidental physical impact leading to loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental user handling.